Event description:
The nurse manager of a (B) (6) male pt, contacted lifecor customer support to report that someone needs to visit this pt. She stated that the pt was transferred from the hospital, because the staff did not want to deal with the system. She stated that he was not wearing the system when he arrived. She stated that there seems to be some damaged parts, but could not specify which were damaged. Support sent a pt services rep (psr) to the pt, who stated that the electrode belt had bent pins. The psr also replaced the pt's garments, as the pt was fit on (B) (6) 2009, and never had the garments washed.

Manufacturer narrative:
Device evaluation summary: device evaluation electrode belt (B) (4) has been completed. The problem was confirmed. Upon further inspection, the electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor, which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The pt received a replacement electrode belt.